Event description:
It was reported that merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
(B)(6).